Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample ((B)(6)) on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result because pregnancy had been confirmed by an ultrasound. The sample was rerun on the same instrument and resulted as expected. The rerun result was reported to the physician(s). The customer reran patient samples tested for hcg that were initially processed with (B)(6) on the same instrument and one sample ((B)(6)) resulted positive at the cutoff when the previous result had been negative. It is unknown if the initial or rerun result was reported to the physician(s) for sid (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The samples had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, false negative hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.